Manufacturer narrative:
This is one of two device reports for this event. F/u is in progress to determine the patient's date of death as well as the date of the first onset. If additional info is received, a supplemental medwatch report will be submitted.

Event description:
The plaintiff's attorney alleges that the patient experienced a heart attack and subsequently expired. It was reported that the death occurred due to the administration of the naturalyte and/or granuflo for dialysis treatment.